Event description:
The physician started to fully engage the needle and tried to express a couple of drops of medication prior to entering tissue. The medication would not flow. He then pulled the needle back and engaged it only half way, and the medication would flow. He was able to complete the actual procedure with the needle only half engaged because the tip of the needle was exposed enough to inject into the tissue. The patient was not harmed.this facility has had multiple events with this manufacturer's device over the last approximate 3 months. The manufacturer has been notified and product has been returned. Staff have not been able to identify a common factor in these events.